Event description:
It was reported that when using the bd pyxis¿ medstation¿ es new orders and patients were not crossing over to pyxis. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon the investigation of the actual device used in this incident, it was determined that the new orders and patients were not crossing over to the station. The technical support specialist dialed into the server via securelink, executed the downtime query on sql and verified that the carefusion coordination engine (cce) time was current, and messages were queued in sql. The tss then confirmed the disconnected flag was set to 0 and restarted the services. Additionally, tss restarted inbound messages. The tss then accessed the server to check patient status and logged into pes (patient encounter system) and navigated to settings > patients > visit and orders to review order and patient details. Orders were populating, and both provided mrn (medical record number) showed as discharged. The system functioned as intended after technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es new orders and patients were not crossing over to pyxis. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.